Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a company rep that a vns pt experienced an infection and had the generator and lead removed due to the infection. Good faith attempts to obtain add'l info have been unsuccessful to date.